Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('previously placed essure coil visible in left tube only'). In a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". And device monitoring procedure not performed, "plaintiff does not undergo essure confirmation test". The patient's medical history included: obesity and parity 5 (date of live births: (B)(6) 2000, (B)(6) 2003, (B)(6) 2004, (B)(6) 2010, (B)(6) 2012). Concomitant products included: medroxyprogesterone acetate (depo provera) from (B)(6) 2010 for contraception. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2010, the patient experienced urinary incontinence ("bladder or urinary problems or changes: increased frequency of urine, incontinence") and pollakiuria ("bladder or urinary problems or changes: increased frequency of urine, incontinence"). On 2011, the patient experienced abdominal pain ("pain/abdominal pain left side"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). On (B)(6) 2011, the patient experienced toothache ("dental problems: toothaches/infection, recurring") and tooth infection ("dental problems: toothaches/infection, recurring"). On (B)(6) 2011, the patient experienced genitourinary tract infection ("infection (bladder/urinary tract/vaginal): recuring infections"). On (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications) post essure pregnancy"), (B)(6) year (B)(6) month after insertion of essure. In 2012, the patient experienced migraine ("migraines/headaches"), fatigue ("fatigue"), alopecia ("hair loss"), weight fluctuation ("weight gain/loss, specify which one: fluctuates") and photophobia ("vision/eye problems type: sensitive to light"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with antibiotics and surgery (laparoscopic bilateral salpingectomy on (B)(6) 2012 and tubal ligation). At the time of the report, the device dislocation, pregnancy with contraceptive device, abdominal pain, depression, migraine, nausea, toothache, dysmenorrhoea, vaginal discharge, fatigue, alopecia, genitourinary tract infection, urinary incontinence, pollakiuria, weight fluctuation, tooth infection, vaginal haemorrhage, heavy menstrual bleeding and photophobia outcome was unknown. Pregnancy related information: retrospective report, the patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred, during the first, second and third trimesters. The pregnancy outcome was reported, as a live birth. It was unknown, whether the child was healthy. The reporter considered abdominal pain, alopecia, depression, device dislocation, dysmenorrhoea, fatigue, genitourinary tract infection, heavy menstrual bleeding, migraine, nausea, photophobia, pollakiuria, pregnancy with contraceptive device, tooth infection, toothache, urinary incontinence, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: discrepancy noted, in essure insertion date: (B)(6) 2010 was given initially. In current pfs (B)(6) 2010 was given. Current weight 200 lbs. Complication of pregnancy, antepartum. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 30.2 kg/sqm. Pregnancy test urine: on an unknown date, positive.; ultrasound scan vagina: on (B)(6) 2011, the estimated fetal weight is 445 + / - 67 grams. Single gestation is seen. The presentation is cephalic. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 25-nov-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('previously placed essure coil visible in left tube only') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff does not undergo essure confirmation test". The patient's medical history included obesity and parity 5 (date of live births: (B)(6))concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2010 for contraception. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2010, the patient experienced urinary incontinence ("bladder or urinary problems or changes: increased frequency of urine, incontinence") and pollakiuria ("bladder or urinary problems or changes: increased frequency of urine, incontinence"). In 2011, the patient experienced abdominal pain ("pain/ abdominal pain left side"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced toothache ("dental problems: toothaches/ infection, recurring") and tooth infection ("dental problems: toothaches/ infection, recurring"). In (B)(6) 2011, the patient experienced genitourinary tract infection ("infection (bladder/ urinary tract/ vaginal): recuring infections"). On (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications) post essure pregnancy"), 1 year 1 month after insertion of essure. In 2012, the patient experienced migraine ("migraines/ headaches"), fatigue ("fatigue"), alopecia ("hair loss"), weight fluctuation ("weight gain / loss specify which one: fluctuates") and photophobia ("vision/ eye problems type: sensitive to light"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with antibiotics and surgery (laparoscopic bilateral salpingectomy on (B)(6) 2012 and tubal ligation). At the time of the report, the device dislocation, pregnancy with contraceptive device, abdominal pain, depression, migraine, nausea, toothache, dysmenorrhoea, vaginal discharge, fatigue, alopecia, genitourinary tract infection, urinary incontinence, pollakiuria, weight fluctuation, tooth infection, vaginal haemorrhage, heavy menstrual bleeding and photophobia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, alopecia, depression, device dislocation, dysmenorrhoea, fatigue, genitourinary tract infection, heavy menstrual bleeding, migraine, nausea, photophobia, pollakiuria, pregnancy with contraceptive device, tooth infection, toothache, urinary incontinence, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2010 was given initially, in current pfs (B)(6) 2010 was given. Current weight (B)(6) lbs. Complication of pregnancy, antepartum. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Pregnancy test urine - on an unknown date: positive. Ultrasound scan vagina - on (B)(6) 2011: the estimated fetal weight is 445 + / - 67 grams. Single gestation is seen. The presentation is cephalic. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: toothache, abdominal pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available most recent follow-up information incorporated above includes: on 11-nov-2021: medical record received. Event device dislocation was added. Case category updated to serious incident. Removal details, patient & reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.